Event description:
A malfunction was reported, displaying malfunction code malf 24 and fault ID 0x2219, which could not be reset, leading to elevated blood glucose levels above 500 mg/dl. The customer was unable to treat high blood glucose levels due to lack of needles or insulin and did not require assistance from a third party. Technical support resolved the issue by sending a replacement pump, advised the customer about the updated pump software, and provided instructions for returning the defective pump to tandem. No backup insulin therapy was available, and the customer planned to contact their healthcare provider for further guidance.